Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was performed. The device was returned for analysis.